Event description:
The femoral cutting guide broke off in 2 parts during positioning, slightly beating with a mallet. Reference importer report number 3006639916-2013-00070.

Manufacturer narrative:
A document review of the lot 096136 (14 items) was done and no anomalies were found related to the problem occurred. No similar events concerning this lot were reported to the manufacturer. The breakage is thought to be associated to an improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause patient harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins. Thirty one similar events were reported to FDA: a follow-up to explain the modification/adjustment decided, was already sent to the (B)(4) 2011. The follow-up is applicable also to this event.